Event description:
It was reported that during an unknown procedure, there were malformed clips, they were scissored. The clips were removed and another like device was used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.